Manufacturer narrative:
Continued: e.1. State: bc zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture" that will be captured as deflation. This report is for the left side. The device was explanted and replaced.